Event description:
Product analysis was completed on the explanted generator on 04/10/2012. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator and lead were returned to the manufacturer on (B)(4) 2012. Product analysis on the lead has since been completed. An analysis was performed on the returned lead portion. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since the majority of the lead assembly, including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Analysis on the returned generator is not yet complete.

Event description:
It was reported on (B)(6) 2012 by the patient's physician that the death is not believed to be related to vns. Physician also reported that the patient had a medical history that included: chronic pneumonia, cerebral palsy, chronic lung disease, gi tube disease, and cns infection. He reported that the patient was receiving therapy at the time of death. The physician also stated that the cause of death was complications of pneumonia in a neurologically compromised patient, and that the death was not witnessed. An autopsy was not performed.

Event description:
It was reported by a funeral home that the patient passed away on (B)(6) 2011. Additional information was received indicating that the patient's death was related to pnumonia caused by respiratory failure. Attempts for additional information and product return are underway.